Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive and the software were installed during the svc call. The sys was tested and found to be working an intended and put back into svc.

Event description:
The customer reported the sys had mixed images. There was no pt injury or death reported.